Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2007. Evaluation summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to abrasion while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was previously reported via retrospective review due to a report of small p-waves and having been damaged due to extraction of another lead. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.